Manufacturer narrative:
Additional information (12-jul-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument logs. Quality control (qc) did not recover within the customer¿s acceptable ranges. The calibration coefficient was found to be significantly lower when compared to other calibrations using the same reagent and calibrator lots. The customer resolved the issue by performing a new calibration for the same reagent lot. The customer stated the issue was resolved and no other discordant results were reported. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00149 was filed on 08-jul-2024.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens healthcare diagnostics regional support center (rsc) regarding erroneously elevated glucose hexokinase_3 (gluh_3) results obtained on patient samples on an atellica ch 930 analyzer. Quality control (qc) was performed and was within the acceptable range for one reagent pack. Qc was not performed for the other reagent pack, which was only calibrated. Siemens is investigating the event.

Event description:
The customer observed erroneously elevated glucose hexokinase_3 (gluh_3) results on patient samples that were obtained on the atellica ch 930 analyzer. The initial results were reported and questioned by the physician. The samples were reprocessed on an alternate atellica ch 930 analyzer. Data is unavailable. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated glucose hexokinase_3 results.